Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-00676. It was reported the patient had experienced loss of therapy. As a result, the patient underwent surgical intervention during which one of the patient's leads was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead was explanted so both are being reported.